Event description:
Pt was given contacts in 2/2003 and 2/2005. The eye doctor told them that they were to be worn for 2 months and then discarded. Optometry gave pt 2 boxes, 1 for each eye, 6 per box, which they believed to be a year's supply. The family changed insurance coverage and the pt had to see new eye doctor in 2/2005. When pt was asked about the type on contacts that they had been wearing, the eye doctor was astonished and told them that those contacts are to be worn for 2 weeks and then discarded. Upon eye examination, it was determined that the pt had dry eye syndrome and there were protein deposits on the contact which caused eye irritation, swollen eye lids on the inside. Pt, was given a new kind of contacts, but has to keep going back to the eye doctor to determine if cleaning up. Optical company also discovered that pt was given the wrong prescription. There was no pt info in the boxes or any rx label on the box.